Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-12431, 12433. Note: the pt received 2 extensions from the same lot number. It was reported the pt has an infection, initial site of infection is unk. Surgical intervention was performed on (B)(6) 2014 where the ipg and lead were explanted and replaced. It is unk if the extensions were explanted (device 3.)

Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and st. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.